Event description:
Caller reported that when changing the tandem mobi cartridge, the platform on the cartridge did not move as expected and required unnecessary force. There was no adverse impact to the customer's blood glucose level. The customer contacted technical support, after which the patient changed the cartridge and successfully loaded a new one with no further issues.